Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Time of adverse event: during the procedure. It was reported that a dissection occurred when the 2.5x15 xience v stent was implanted in the left circumflex coronary artery. A second xience v stent was used to treat the dissection. There were no reported adverse pt sequelae. No additional information was provided.